Manufacturer narrative:
(B)(4).

Event description:
It was reported that the air gas module in the ventilator was leaking and a hissing sound was observed. There was no patient involvement. (B)(4).

Manufacturer narrative:
The received air gas module was mounted in a reference ventilator where it created a fizzle sound when supply pressure is connected. The failures were caused by a defective pressure transducer on a printed circuit board inside the air gas module. A leakage was found inside the pressure transducer. The supply pressure transducer is measuring the incoming wall pressure and is part of the flow regulation in the gas module. The failure of the high pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. No device logs has been received.

Event description:
Manufacturer ref. #: (B)(4).